Manufacturer narrative:
Date of initial report : (B)(6) 2017 one (B)(4) was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection noted eschar on jaw seal plate. The customer reported alarm activation. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. The IFU states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer originally reported that during intraoperative use, the device did not seal. Re-grasp alarms were heard and there was no evidence of any energy delivery such as steam/smoke, blanching of tissue, or thermal spread. There was no patient injury. The customer clarified that an end tone was heard when the issue occurred, resulting in minimal bleeding. Another device of the same type was used to continue the procedure.